Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia.

Event description:
It was reported that during surgery, there was an issue with a zimmer dermatome which instead of gliding, the dermatome has created a deep straight cut at the point of touching the skin. It has been alleged the dermatome cut through patient tissue too deep. It happened twice by two different surgeons on the same surgery. The dermatome was new, and this was reportedly the first time used. It was unknown if there was a surgical delay. Due diligence is in progress; there was no additional information available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Visual evaluation of the provided pictures found no related issue or damage. There was no visible damaged to the dermatome blade or machined head, and the control bar was flush with the master blade. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b1, b2, b4, b5, d2, d4, d10, e1, e2, e3, g1, g2, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacture.

Event description:
It was reported that during surgery, there was an issue with a zimmer dermatome which instead of gliding, the dermatome has created a deep straight cut at the point of touching the skin. It has been alleged the dermatome cut through patient tissue too deep. It happened twice by two different surgeons on the same surgery. The dermatome was new, and this was reportedly the first time used. The harvest site needed unexpected medical intervention as two deep cuts were made and the site needed stitching. No graft was taken by the dermatome. There was a surgical delay of approximately 20 minutes, and the patient was under anesthesia. A new dermatome was needed to complete the surgery. Due diligence is complete, there was no additional information available.